Event description:
Rptr was injured in 9/91. It was decided by her drs to have a spinal fusion. During this time rptr was never informed that braces and screws would be used to solve the problem. Since the operation rptr has constant pain and discomfort that ranges from bad to terrible depending on a lot by weather conditions and normal life style activities.